Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced erratic glucose values and concern for absent insulin delivery after a recent supply change, noting no leakage, odor, or visible cartridge damage, and subsequently required guided replacement of contact detach steel infusion set and resumption of insulin; a dexcom g7 sensor also malfunctioned, prompting replacement and successful re-pairing, after which sensor readings became available. Symptoms included low glucose with fingerstick values down to 62 mg/dl and concurrent dexcom readings as low as 51 mg/dl, as well as elevated glucose with dexcom up to 246 mg/dl. Outcomes included hypoglycemia requiring oral carbohydrate treatment and return of glucose to the target range after follow-up. Investigation included remote troubleshooting, stepwise education on infusion set change and cgm pairing, sensor replacement, calibration guidance, and confirmation of resumed insulin delivery. Investigation of this case revealed no evidence of cartridge cracking or external leakage and suggested a possible infusion site or set issue prior to the guided change, along with a cgm performance issue resolved by sensor replacement and correct pairing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.